Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed to draw accurately. There was no patient involvement and no patient harm / adverse event reported.

Manufacturer narrative:
Investigation summary: medfusion 4000 pump with sn#(B)(6) was sent into the depot for ¿device failed to draw accurately¿ complaint. It was difficult to understand what the customers complaint was. The pump was tested using flow delivery accuracy test, occlusion test and plunger travel test. Unable to determine what the customers complaint was. The top case was replaced due to cracks on the edges of the case. The pump was recalibrated and passed all performance verification testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.